Event description:
It was reported that the lead dislodged and was explanted and replaced. No patient complications were reported as result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the full lead was returned, analyzed and no anomalies were found. It was also noted that the distal electrode was covered with blood. Concomitant product: 6947 implantable defibrillation lead, (B)(6) 2010. (B)(4).